Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps (mbf) instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint. Fa found the primary finding of thermal damage between the grips to be related to the customer reported complaint. The instrument was found to have charring and localized melting at the grip base between the grips. The instrument passed the electrical continuity test. Common causes of the failure mode thermal damage between grips instrument bipolar yaw pulley are typically attributed to mishandling, for example by insulation degradation and carbonized tissue creating a conductive path. The complaint regarding the mbf tip was melted was confirmed by failure analysis. An additional observation not reported by the site was also identified. The instrument was found to have a bent grip, causing side to side misalignment of the grips. There was a 0.004¿ offset at the tips. Common causes of the failure mode bent instrument grips -tips are typically attributed to mishandling. The instrument was also found to have dried residue on the clamping pulleys. Common causes of the failure mode of residue instrument clamping pulleys are typically attributed to mishandling..

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting melted tip, an investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted pancreatoduodenectomy surgical procedure, the maryland bipolar forceps instrument tip was melted. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.